Event description:
It was observed that during the device evaluation, the rigid video scope exhibited fiber cone with corrosion, the light guide bundle of the insertion section is broken; therefore, the light transmission is not given/too low, the charged coupled unit plug of the video cable section is damaged, and the video cable is broken and therefore the image is not displayed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the results of the legal manufacturer's final investigation. Corrected: h6 & h11 based on the results of the investigation, the most probable cause of the complaint is cause not established. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found, fiber cone with corrosion, the light guide bundle of the insertion section is broken. Therefore, the light transmission is not given/too low, the charged coupled unit plug of the video cable section is damaged, the video cable is broken. And therefore, the image is not displayed. The charged coupled device is broken. And therefore, the image is not displayed. Based on the results of the investigation, it is likely, that the following led to the malfunction: cause traced to failure to follow instructions. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited fiber cone with corrosion, the light guide bundle of the insertion section is broken. Therefore, the light transmission is not given/too low, the charged coupled unit plug of the video cable section is damaged and the video cable is broken. And therefore, the image is not displayed. There was no patient involvement.